Event description:
It was reported that a solution administration set had air in the line. After the bag of paracetamol had completely infused, 50 cm of the tubing was observed to have air in the line. The set was connected directly to the patient's catheter. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.